Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that it began friday, 3 days prior to the report, and had continued all weekend. The patient turned stimulation to 0.0 volts and off, but the patient was still feeling intermittent shocking. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ry8c, implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0ry8c, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that when the patient tried to turn stimulation up for therapy, she got shocking down her leg. There was no shocking if stimulation was off or was turned down, and stimulation was being used around 1.4 volts. There were previous impedance readings and a manufacturer representative had been told that there were out of range impedances. The device was being revised and on the day of revision, there were impedances greater than 4000 ohms on all bipolar pairs. The implantable neurostimulator (ins) was being revised as well because the implant was uncomfortable. There were more impedance values when reconnecting the lead to the ins. There was concern of a short in the lead because of the pattern of impedances. The old lead and ins had impedances greater than 4000 ohms on electrodes 1, 2, and 3 and electrode pairs 1-2, 1-3, and 2-3 when tested at 1.5 volts. When the voltage was increased, the impedance was in the normal range. The ins and lead were replaced. Post-operatively, the patient was programmed and felt stimulation in the pelvic area. All programs were adjusted at levels between 0.6 and 1.4 volts. The patient wasn't feeling any shocking.